Event description:
The customer contact reported the pump did not alarm when air in line was present. No specific details were provided. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.